Event description:
A report was received via social media that the patient was experiencing back pain which was worse with tingling sensations. It was also noted that the device was not working. The patient underwent an explant procedure.